Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the usb-x component malfunctioned, causing the touch panel to stop responding. The technician replaced the usb-x component, tested the function and operation of the monitor and hexavue ip custom room rack, confirmed them to be operating to specifications and returned the devices to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue ip custom room rack stopped responding resulting in a procedure delay. No report of injury.